Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Can you identify the lot number of the product used? 2. Please provide the source or title of external person providing answers to follow-up:

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2026 and a barbed suture was used. During the procedure, upon closure, the needle popped off the suture after the first pass. The doctor said that he may have grabbed the needle weird but not sure it would have caused the needle to pop off. No patient consequence have been reported. Additional information was requested.